Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/09/2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available.